Manufacturer narrative:
Concomitant product: ins, s/n (B)(4).

Event description:
The patient reported that they needed to have an MRI done. The patient noted that they could not increase their stimulation any higher than 2.0v because if they went any higher it would cause tremendous nerve stimulation and pain shooting up their calves and from the arches of their feet to their ankles when they walked. This shooting pain started sometime after (B)(6) 2016. They had been recommended to keep playing around with their settings which they had done but they had not gotten more than 20% pain relief from their device. The system did not stop their nerve pain and they were in pain 24/7. The patient was unable to take any pain medication due to their stomach. The patient was suffering and frustrated and angry with all of the different information they were getting from different doctors. The patient's implantable neurostimulator (ins) was noted to be protruding and had been protruding since implant. The ins was not placed correctly and was in the wrong position in the left side of the patient's back. The ins would bulge out and burn. Due to the location of the ins it was difficult to recharge and it took too long to recharge. The patient's device was turned on and at 1.8v at the time of the report but the patient wouldn't increase the stimulation past that due to the symptoms they would experience. The patient was scheduled to see a new pain specialist on (B)(6) 2016. Additional information received from a manufacturer representative reported that the patient had a trial prior to implant that was covering t8 and t9. The trial was successful in covering the desired areas. The permanent leads were implanted in the exact same spot as the trial leads. The manufacturer representative felt that the patient just wasn't happy with their device and noted that the doctor's didn't do anything wrong. The patient wasn't getting the pain relief that they wanted. The patient was implanted for spinal pain and radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.